Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that general wear has occurred in the opening where rigidfix cross pins/trocars are inserted. Femoral rod has been used in cases when "cold welding" was experienced. Patient consequences are unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual inspection of the tip reveals normal wear. The laser lines are also faded, suggesting this device has seen heavy use and multiple sterilization cycles. There are no clear indications of damage to the device that would suggest it was involved in cold welding. This complaint cannot be confirmed and the root cause cannot be determined at this time. Furthermore, a review into the mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null. Device history batch: null. Device history review: null. UDI: (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection of the tip reveals normal wear. The laser lines are also faded, suggesting this device has seen heavy use and multiple sterilization cycles. There are no clear indications of damage to the device that would suggest it was involved in cold welding. This complaint cannot be confirmed and the root cause cannot be determined at this time. Furthermore, a review into the mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).